Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The patella ring wouldn't lock into patella clamp.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported event of assembly concerns. The returned attune patella drill clamp was functionally tested with a depuy retained compression ring (254501042) and found to assemble/hold/disassemble as intended. A complaint database search on the provided product code found no other reported incidents. It should be noted the reported event is the first of its kind post design change. No product contribution to the reported event was identified as the returned device functions as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.